Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient experienced some stimulation occasionally on the right side under the breast area, that transmits towards the device on the right shoulder pocket. Noise, low pacing impedance, and possible lead fracture were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.